Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tlh on an unknown date in (B)(6) 2019 and an absorbable hemostat was used. The patient developed an infection. The surgeon used the full 3 gram and didn¿t irrigate. The patient may have been readmitted to the hospital and/or had a longer hospital stay. The patient may have had pains like fever and aches. The patient is fine now. No additional information was provided.